Event description:
The digital stryker prophecy team received a report indicating that a patient will need to revise the tibia and talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in the patient.

Manufacturer narrative:
Please note the corrections made to the h6 results code and conclusion code: the reported event was confirmed since images of CT scans were provided and shows radiolucence and cysts around the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows some radiolucence dorsally and around the pegs and some large cysts dorsally and lateral. This could be signs of loosening. The pe cannot be assessed directly, however there are no clear indirect signs of loosening or breakage. The talar component is showing some radiolucence as well and a very large cyst anteriorly. Loosening is likely, there might also be a little migration, however, this assessment cannot be made without further clinical information or some bone scintigraphy.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a report indicating that a patient will need to revise the tibia and talus.